Event description:
Baxter service ctr in japan reports leak in cassette of homechoice set during use for automated peritoneal dialysis therapy . Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No pt injury was reported at time of device return.